Manufacturer narrative:
(B)(4).

Event description:
It was reported that "item broke in a patient's bladder. The prostate surgery was over, [physician] had just installed the urinary catheter in the patient's bladder. A few seconds after installation, the catheter removed itself and we visualized the burst balloon as in the attached photo. Debris from the balloon could have remained in the patient's bladder." No patient consequences or harm were reported.

Event description:
It was reported that "item broke in a patient's bladder. The prostate surgery was over, [physician] had just installed the urinary catheter in the patient's bladder. A few seconds after installation, the catheter removed itself and we visualized the burst balloon as in the attached photo. Debris from the balloon could have remained in the patient's bladder." No patient consequences or harm were reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.